Event description:
The family member of the patient reported the pt was showing symptoms of low blood glucose levels including staggering gait, crying, and inability to hold their head up. The patient's family member conducted back-to-back blood tests with the freestyle meter at 2:24 pm, 2:27 pm, 2:29 pm, and 2:30 pm. The readings ranged from 477 mg/dl to 54 mg/dl. Patient's family member gave the patient 12 oz. Of mountain dew to raise their sugar levels.